Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. No moisture damage found on electronics assembly. Unable to test for no delivery alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer was away at camp and received a button error alarm. It was also reported that customer received a no delivery alarm and buttons were not responding. Customer's blood glucose was 400 mg/dl and was treated with manual injection. Nurse at camp reported of not being sure if insulin pump was exposed to moisture or if buttons were pressed for more than three minutes. After troubleshooting, customer was advised that insulin pump would need to be replaced.